Event description:
Leaking around syringe plunger.

Manufacturer narrative:
It was reported that "propofol leaking around the plunger and the plunger becoming very hard to push. When putting the syringe in the propofol infuser, the infuser is unable to push the plunger of the syringe and begins alarming that there is an occlusion". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.